Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken connector inside battery compartments; this condition had the potential to interrupt delivery. This condition was found in the central supply department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of a broken connector inside battery compartments was confirmed during product evaluation. The assignable cause was a damaged connector on the inverter harness. The inverter harness was replaced to correct the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become avaialble, a follow-up medwatch will be submitted